Event description:
The patient reported experiencing elevated blood glucose of 23 mmol/l (414 mg/dl) after taking a walk. The patient's mother disconnected the patient from the infusion device and performed a bolus and no insulin dripped from the infusion tubing. The mother changed "everything" and gave the patient a 5 unit bolus of insulin. The patient then experienced blood glucose values lower than normal (value not provided) and the mother disconnected the patient from the infusion device. The patient's normal blood glucose level is just below 10 mmol/l (180 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.